Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Performed a visual inspection on the returned applicator; no issues were observed. The applicator had fired correctly. The sensor plug was properly seated and no issues were observed on the sensor patch. However, observed cracked sensor neck upon visual inspection of the sensor plug assembly. Data was extracted using an approved software, and the sensor was found to be in sensor state 6 an indication of normal sensor termination. Performed an source measurement unit (smu) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests during the investigation indicates that the cracked sensor neck that is present did not impact the sensor¿s ability to generate an accurate glucose reading. In addition, sensor state 6 is an indication of normal sensor termination, therefore the cracked sensor neck observed during investigation occurred post-wear. This issue likely occurred due to movement of the used sensor during shipment back to adc for investigation. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. As a result, the customer experienced symptoms described as sweating, difficulty breathing, and was able to provide self-treatment with sugar. No third-party intervention was reported for this issue. There was no report of death or permanent injury associated with this event.